Event description:
Rn of home pt (hp) reports leak in cassette of homechoice set. Rn reports cassette chamber was filled with fluid and fluid was noted inside the door of the homechoice device. Per rn, hp was treated with 1 gm vancomycin i.p. As an outpatient. Rn reports hp has responded to treatment with no resulting injury. Device was swapped.